Event description:
Consumer reported complaint for low blood glucose test results. The customer feels well and did not report any symptoms. Customer stated he had gone to the hospital the day before due to a blood glucose test result in the 20's (exact result not provided). Customer stated he had received treatment to raise his blood glucose and had been discharged the same day. Product information, including meter serial number and test strip lot number, was not provided. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated he is comfortable with the glucose readings from the product. No medical intervention related to diabetes or the use of the product since the last call was reported. Customer stated he had tested using the control solution and the result had been within range; no further information was provided.